Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) was confirmed during functional testing. The root cause was attributed to a damaged drive train motor likely due normal wear and tear due to the age of the device. The secondary report of the autopulse platform's drive shaft was stuck was confirmed during visual inspection and functional testing. The root cause was attributed to a damaged drive train motor likely due normal wear and tear due to the age of the device. The autopulse platform is a reusable device and was manufactured in 16 march 2009 and is 10 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Unable to download archive file from ap platform due to damaged processor board. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 such as the drive train motor are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The drive shaft in the autopulse platform was stuck and did not move back to the original position. No patient involvement.